Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The impedances have typically been around 100 ohms, but spiked to 126 ohms and triggered the alert. At this time, the rv lead remains in service. The patient has been checked in the clinic and the impedances were tested multiple times with measurements of 114-115 ohms. Reprogramming was performed that increased the impedance threshold to 150 ohms instead of 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the shock impedances have risen to 161 ohms. Boston scientific technical services recommended a commanded shock be performed, but it has not been scheduled at this time. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. A commanded shock was previously delivered which returned an acceptable measurement. Technical service discussed the option of performing additional testing to assess the shock impedance measurements. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. A commanded shock was previously delivered which returned an acceptable measurement. Technical service discussed the option of performing additional testing to assess the shock impedance measurements. No additional adverse patient effects were reported. Additional information was received indicating another subsequent high out of range shock impedance measurement occurred on this right ventricular (rv) lead. The impedance value was 152 ohms. Boston scientific technical services (ts) discussed with the boston scientific field representative that this appears to be a chronic high shock impedance issue likely related to calcification on the rv lead. Ts provided guidance to consider performing a commanded 41 joule shock test to determine the actual delivered shock impedance and indicated to avoid shock impedance values greater than 145 ohms as the implantable cardioverter defibrillator (ICD) system is at risk of truncating the biphasic waveform during ambulatory shock. Attempts to determine if a subsequent commanded shock test was performed and if there were any additional actions taken or planned for this patient were unsuccessful. The rv lead remains in service at this time. No patient symptoms or adverse patient effects were reported.